Event description:
Unomedical reference number (B)(4) event occurred in canada it was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred within 3 hours of insertion. The inserion site was at the abdomen. The blood glucose level was high at the time of event therefore the patient was treated with correction injection via mdi and bolus. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.